Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2010. According to report, the pt's system was assessed to allow for administration of scheduled clinical trial drug dose on (B)(6) 2012. Shortly after the injection swelling was noted around the injection site. On (B)(6) 2012, the pt had surgery to revise the system. During surgery it was noted that the outlet tube of the portal had broken. The portal was replaced. No permanent adverse effects reported.